Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels, and went to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level of 403 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.